Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. No malfunction was found. Could not confirm customer complaint. This unit was burned and tested for an extended period. The display never went white and the comm loss message was only seen when appropriate. All functions were tested. Software version 02-40 was loaded on this unit. Unit was shipped back to customer.

Manufacturer narrative:
Requested the unit back for failure investigation.